Event description:
Customer reported the system cuts out (shuts down) from time to time. No pt injury was reported.

Manufacturer narrative:
Phone fix. Service engineer instructed customer over the phone.